Event description:
It was reported that(1) device was used during an unknown procedure. It was reported by the affiliate that the tlc55 instrument jammed. The rep was present and it appeared that the surgeon stopped part way through the firing sequence, surgeon then tried to resume and the device locked out.